Manufacturer narrative:
E1 - phone number- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had e238 scope communication error. There were no reports of patient harm.